Event description:
It was reported that the patients ipg was nonfunctional as it would no longer turn on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as per physicians preference.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.